Manufacturer narrative:
This report is being submitted to correct the device codes field, and impact codes (h6) in section h, device manufacturers only, due to additional information received from the field that reported no device malfunction and the device therapy was turned off due to patient in hospice facility. This makes the record not reportable.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was experiencing inappropriate shocks. The health care professional (hcp) called technical services (ts) and reported the shocks were occurring but there is no arrhythmia on the monitor. No device data was provided, ts was unable to confirm if shocks were delivered or not. Ts recommended a magnet to be taped over the device and the local field representative be contacted for further evaluation. At this time, the ICD remains in service. No additional adverse patient effects were reported. Subsequent additional information was received that reported that during a follow up visit, the ICD was interrogated and evaluated by the clinic. The health care professional (hcp) confirmed no shocks were delivered by the device. The ICD therapy was programmed off by the hcp due to patient going into hospice. At this time, the ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was experiencing inappropriate shocks. The health care professional (hcp) called technical services (ts) and reported the shocks were occurring but there is no arrhythmia on the monitor. No device data was provided, ts was unable to confirm if shocks were delivered or not. Ts recommended a magnet to be taped over the device and the local field representative be contacted for further evaluation. At this time, the ICD remains in service. No additional adverse patient effects were reported.